Manufacturer narrative:
H10: the unit has been returned and tested at the manufacturer's site: the reported defect has been confirmed, in particular, mechanical spare parts (stator with sensor board, hollow shaft, flat washer, spindle, bearings and flat gasket) relating to the erc motor need to be replaced to solve the issue. Based on the information collected, it cannot be excluded that the root cause of the reported event is related to a mechanical failure of the erc motor. However, the review of similar events on erc devices manufactured in 2022 (same year of the involved unit) highlighted that this is an isolated case, thus no trend for this type of failure has been observed.

Event description:
See initial report.

Manufacturer narrative:
There was no patient involvement. Livanova deutschland manufactures the s5 erc tubing clamp / 620mm. The incident occurred in (B)(6). Livanova initiated an investigation. If any additional information pertinent to the reported event is received, it will be provided in a supplemental report.

Event description:
Livanova deutschland received a report that a s5 erc tubing clamp / 620mm gave two (2) error messages related to initializing clamp position failure and timeout. The issue occurred during maintenance activity. There was no patient involvement.